Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) which was described as a stabbing sensation which started less than a month ago. There were no falls or trauma reported that were associated with the issue. Additional information received 3 days later reported that the shocking sensation started 2 weeks ago but that the patient thought it was their gall bladder since it was sore in that area. It was noted that the patient just got their gall bladder and gall stones removed 6 months ago. The patient stated that they were in a car accident last january and needed to be life-flighted to a hospital. It was noted that they have not had the ins device checked after the accident. The manufacturer¿s representative was supposed to check the device last friday but was unable to come due to bad weather. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.